Event description:
Device malfunction: marker lumen blockage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified artery afer an unspecified procedure. Reportedly, there was no bleeding from the marker lumen as the device was advanced into the artery. The device was removed and hemostasis was achieved with a second proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.